Event description:
Procedure type: gastrectomy. According to the reporter: the mobilization was completed and a ta device was used to create the esophageal stump. Then, a jejunal pouch was created and the eea orvil was passed through the oral cavity until it reached the esophageal stump. A small nick was made with a cautery pencil and the tube was drawn through. The eea stapler was then introduced through the jejunal pouch, mated with the anvil, and fired. The resulting esophageal donut was complete but the jejunal donut was incomplete and torn. The anastomosis site had a well stapled anterior portion but the posterior was not stapled and had opened up. The staples were not visible at this posterior site on the tissue nor were they left behind in the stapler. The surgeons resected the anastomosis site out and tried to redo the anastomosis. They made a purse string at the esophageal end and the stapler was fired. The same result was seen. To correct the problem, the surgeons hand sutured and secured the anastomosis. There was unanticipated tissue loss. There was unanticipated tissue tearing. There was no blood loss of 500cc or more. There was an extension of or time by more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).